Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was not duplicated during bench handling and functional stress testing. However, review of the device log confirmed muliple occurrences of defib lead fault messages and rapid defib cable ID changes. The defib cable receptacle and multifunction cable pins were inspected and evidence of fretting was observed. The defib cable receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.